Manufacturer narrative:
Additional information was requested several times, but no further information regarding the used blade respectively drill bit could be acquired. The sales representative has uploaded an x-ray into trackwise about the product complaint. The image has been attached in this report and shows the broken plate. Further, an opinion from stryker¿s sr global medical director has been requested. All complaint details were forwarded to him for assessment. He stated: it looks like the posterior screw hole is too close to the fractured edge. This could have resulted in some micro-motion and torque on the plate over the fracture, resulting in breakage. Documented by sr global medical director, for (B)(4) on (B)(6) 2017. Therefore most likely the root cause is attributed to a noncompliant usage. Based on statistical evaluation there are no indications for any systematic design, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. If the complained device will be returned at a later date, the complaint investigation will be reopened. Device was not returned.

Event description:
It was reported that a patient had a plate that had fractured post operatively. The patient will undergo a revision surgery to replace the fractured plate.

Manufacturer narrative:
The device is not available for evaluation. If further information becomes available, a supplemental report will be filed. Device will not be returned to the manufacturer.

Event description:
It was reported that a patient had a plate that had fractured post operatively. The patient will undergo a revision surgery to replace the fractured plate.